Event description:
It was reported that a cartridge alarm 20 occurred, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had not previously reported this specific alarm with the same pump, although issues with consecutive cartridges were confirmed. Tandem technical support decided to replace the pump and provided the customer with a replacement. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery while awaiting the replacement pump. Additionally, instructions were given on how to put the pump into storage mode before returning it, and the customer was informed of the steps to follow upon receiving the replacement.